Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 45 mg/dl; cause was unknown, however, customer reports that it is normal to experience low bg levels. Juice was consumed to treat bg level.